Manufacturer narrative:
The device was returned to olympus for evaluation. Visual and functional testing were performed, and the customer's allegation of "not sure" was vague and therefore not confirmed. The investigation did, however, identify a puncture on the cable, resulting in the device failing the leak test. The most probable cause of the findings is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during procedure preparation, there was an issue with the subject device, to which the customer identified as "unsure". There were no reports of patient harm.